Manufacturer narrative:
Remote service personnel contacted the customer to obtain additional information and verify function of the device; however, no analysis was able to be performed as the customer indicated there was no longer any issue and the system was back up and running and provided no further details related to any issue that had previously occurred. The product malfunction was unable to be confirmed because the customer indicated there was no longer an issue and the device is back in service. No further information was provided. A review of the service history for this device shows there have been no additional issues reported related to this device.

Event description:
Philips received a complaint on a patient information center ix indicating that all centrals are in local mode. The device was in clinical use at time of event, there was no adverse event reported.